Event description:
It was reported that during a lap gastric bypass, that the teflon pad fell off during the case. The tissue pad was retrieved through the trocar. The case was completed with no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.